Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and hematoma.

Event description:
Healthcare professional reported a left side rupture and hematoma. Device has been explanted.

Manufacturer narrative:
The event of "seroma " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.\ device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec and crease fold. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. No material rupture is observed.

Event description:
Healthcare professional additionally reported "free fluid".